Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a tka revision surgery, when opening the knee, one (1) g2 const insrt sz1-2 18mm completely popped out. Since it was the second poly that the patient had had, it was decided to pull out all the components without any delay and replace them with competitor devices from stryker (revision/hinge). The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The clinical/medical investigation concluded, although an analysis of two undated, unlabeled intra-operative photos of the patient¿s open knee show the poly insert disassociated and within the anterior space, the images of the insert and tibial baseplate cannot conclude if there was deformation of the mounting surface. However, based on the visual inspection of the explanted images, the devices showed signs of use and the insert is deformed. It is unknown if the noted deformation is from articulation while disassociated or is a reason for its disassociation. It is unknown if the retained tibial baseplate during the first revision was in optimum operating condition or if the poly was adequately locked in the first revision. Although we cannot rule out the patient¿s fall history and the prolonged length of time of the poly disengagement as contributory factors the reported adverse event. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, surgical technique, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.